Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction error and that the speaker was defective. No patient involvement.

Manufacturer narrative:
The device has not been received in (B)(6) as of (B)(6)2020 for further evaluation. In the event that the device is received, the record shall be reopened for further evaluation. The customer has received a replacement device.